Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with high pacing impedance. This was addressed by a procedure on (B)(6) 2023, in which the physician noted the set screw was loose. Once the screw was tightened, normal parameters were shown. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: b5 - corrected date of the additional procedure to (B)(6) 2023, was previously reported as (B)(6) 2023.

Event description:
Additional information received notes that on (B)(6) 2023 an echocardiogram was performed which revealed loose set screw of the implantable cardioverter defibrillator (ICD). On (B)(6) 2023, the physician elected to perform surgical procedure to tighten the set screw.

Manufacturer narrative:
The reported field events of set screw issue and high pacing impedance were not confirmed in the lab. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench using test leads and resistor loads and no anomaly was detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related MFR report number: 2017865-2024-03192. Additional information received indicates that the patient presented with an infection. The physician elected to explant the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: d6b - date of explant populated to (B)(6) 2023, it was previously not reported.